Manufacturer narrative:
D3. Manufacturing plant address, city, zip code, state, country: corrected. No product was returned. We are unable to confirm the reported complaint. If the product is returned, the manufacturer will reopen this complaint for further investigation. The root cause was unable to be established. The service history review had no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump exhibited an air in line. There was no patient involvement, no patient injury was reported.

Manufacturer narrative:
H3: the suspect pump was returned for evaluation. No issues were found in the event history log (ehl). Service history identified that no previous repair has been noted in the past 12 months. The device was visually inspected. A functional test was performed, and the reported issue was confirmed. The cause of the reported issue was due to damaged downstream occlusion (dso) sensor and optic disc. As a result; the dso sensor and optic disc were replaced. The device passed all functional testing after repair.